Manufacturer narrative:
Corrected data: h6- in previous MDR result code 114 is corrected to investigation findings 213. H6- in previous MDR investigation conclusion code 4310 needed to be reported. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -11.5/+4.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information:: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage . B5-the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6; -11.5/4.0/090 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. On (B)(6) 2020 the lens was exchanged with a same model/size lens and the problem was resolved. D7- explant date:(B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).